Event description:
A surgeon reports a pt developed elevated intraocular pressure and iris transillumination defects following intraocular lens implant surgery. Removal and exchange of the lens was required. The lens was replaced with a different model placed in the sulcus. The surgeon thinks the lack of haptic angulation in the iol model used for initial surgery may result in contact between the lens optic or haptics and the iris pigment epithelium in some patients. In addition, he states that hyperopic eyes with short axial lengths may be at higher risk. In this case, the surgeon feels the event was precipitated by a capsulorhexis that was too large permitting the lens to move anteriorly and cause iris touch. Info provided in this event description was included in a poster presentation prepared for the glaucoma meeting.